Event description:
Customer reported that eluates (prepared from a competitor's eluate kit) did not react with surgiscreen lot 3ss353. Three eluate samples were tested, they contained (sample 1) anti-e, (sample 2) anti-s, and (sample 3) anti-d. The package insert for surgiscreen does not include instructions for the use of samples from an eluate kit. No death or serious injury was associated with this incident.